Event description:
Alleged the brake is not fully engaged at the foot end of the bed and when the bed is moved, the brake will disengage.

Manufacturer narrative:
The technician found that all of the casters were broken and the brake/steer pedal was bent. The technician replaced the casters and pedal to repair the bed.